Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing shortness of breath. On device interrogation, the right atrial (ra) lead exhibited intermittent atrial undersensing. It was also suspected that the ra lead exhibited far field r waves oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.